Event description:
It was reported that during a clinic visit, it was noted that the right atrial lead had dislodged. The lead was capped and replaced. The patient tolerated the procedure well and was doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.